Event description:
In 2006, the FDA approved the use of artefill. Artefill is a filler that is injected into the nasolabial folds around the mouth for cosmetic purposes to smooth wrinkles. The device contains small polymethylmethacrylate beads, collagen and lidocaine. We write to you as doctors, members of the medical community, and leaders in our field with grave concern that artefill poses a serious danger to the public and our patients. Respectfully, we request a prompt public hearing, and that you take all actions available to you, to immediately re-examine the safety of artefill. We are concerned that artefill may pose immediate, debilitating, and disfiguring health risks' to the american people. We look forward to your prompt response.